Manufacturer narrative:
(B)(4). Batch # unknown. Date sent: 3/21/2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the device was used for the anastomosis on the rectum. The target tissue was not cut when the device was fired at the 1st firing. The anvil was replaced. No further information is available about the patient¿s condition. Additional information was requested, and the following was received: regarding ""the staples were confirmed on the rectum"", was the staple line complete? No, the unformed staple dropped out because the trocar and anvil were fired without merging. Were there any staples missing from the staple line? N/a. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? The knife moved, but the tissue is considered uncut. Was the cut line fully circumferential around the target tissue? No. Uncut. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? N/a. How was it confirmed that the anvil was free from the tissue prior to removing? N/a. After firing was the adjusting knob turned ? To ? Revolutions? N/a. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? N/a. Who fired the device? No one touched the firing trigger, but the fire activated. Who removed the device? Doctor was the safety reset prior to removal? No safeties have been removed. What was the users experience with the device? Not new user. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot-assisted surgery (low anterior resection, ileostomy, and lateral lymphadenectomy), the device was fired spontaneously when the trocar was being extended, and the red safety was not moved at the 1st firing. The staples were confirmed on the rectum. The device was attempted to be fired outside the patient to check functionality, but it did not function. The washer was remained in the device, but the staples were not left in the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2022. D4: batch # 279a17. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view with a battery pack attached and the anvil detached. The washer attached to the anvil appears to be unfired. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, uncut and there was no staples present. Due to staples are not present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product.  When the battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Do not inadvertently release the red safety or firing trigger until ready to fire the device. Releasing the red safety removes protection from premature firing which will compromise the ability to select the desired staple height. The event described could not be confirmed as the device performed without any difficulties. The device was sent for additional evaluation. Upon arrival to the pi lab, the device was received with no staples present and anvil with a cut washer. A clear test skin with a staple line was also received with the device. When the battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. The device was loaded with staples, reset, and fired into a test skin. Attempts to fire the device with a safety lock on, to replicate the failure, were unsuccessful. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.